Event description:
It was reported to resmed that an astral device displayed an error message (sf180) related to a battery charger fault. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).